Event description:
It was reported that the patient was experiencing pain at the ipg pocket site. The patient was thinking if it was caused by an infection. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Exact date unknown, event occurred three weeks ago.